Event description:
It was reported by the patient that he has had multiple meshes implanted over the years to repair approx 7 hernias that developed following surgery in which 85% of his stomach was removed. Beginning around 2004, he began developing fissures (openings in his abdominal area) that formed on the outside of his stomach and his bowels were protruding. In 2004, he had surgery to repair one fistula, in 2006, to repair another fistula, and in 2008, the most recent fistula was repaired. Surgeon told him that another fistula could develop at anytime. Operative reports provided additional information: in 1993, patient underwent ventral hernia repair with marlex mesh (sterile lot 43ic6139 92-09). In 1997, patient underwent recurrent incisional hernia repair with marlex mesh (011640 lot # 920310). In 1998, patient underwent ventral hernia repair with marlex mesh (0112640 lot 44bim007). In 2006, patient underwent surgical procedure to repair fistula during which mesh was explanted. In 2008, patient underwent procedure to resection of small bowel fistula and infected marlex mesh, lysis of adhesions, entero enterotomy. Post operatively diagnosis: intra-abdominal abscess with enterocutaneous fistula.

Manufacturer narrative:
Based on the information received to date, it is unclear which implanted meshes were explanted during either the 2006 or 2008 procedures. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. For information related to the device implanted in 1997 see medwatch 1213643-2008-00400. For information related to the device implanted in 1998 see medwatch 1213643-2008-00401.